Manufacturer narrative:
Analysis of the catheter found the catheter body had significant twisting and damage to the transition tube. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components include: product ID 8780 serial# (B)(4) implanted: (B)(6) 2016. Explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving 10 mg/ml of morphine at 1.5 via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that the patient's pump was moving. The patient was reported as being overweight and was complaining of a loose pump pocket. The rep noted that the pump was flipped in pre-op for a pocket revision and thus was not able to interrogate the pump. The patient reported that they had a little more pain but no strong withdrawal symptoms. During the revision, the catheter was found to be in knots from the flipping pump and the catheter was fractured at the pump connector site. The hcp proceeded with a full catheter replacement. The issue was considered resolved and the patient status was reported as being "alive-no injury". Additional information was provided on (B)(6) 2017 by the manufacturer's representative . It was reported that no other symptoms other than the patient's pain were communicated to the rep or the hcp. It was determined that the patient's pump ties had broken as a result of the patient being overweight, leading to the pump flipping. It was also reported that the rep had catheter in their possession and would be shipping it to medtronic. No further complications were reported.

Manufacturer narrative:
Correction: analysis of the catheter found the catheter body had significant twisting that may have affected infusion and damage to the transition tube. Eval code conclusion code (B)(4) is being updated to (B)(4) for this event. If information is provided in the future, a supplemental report will be issued.